Event description:
While performing a laparoscopic distal pancreatectomy the reprocessed harmonic scalpel was not functioning properly. First reprocessed harmonic scalpel stryker har1136 lot 17016941 exp date 7/31/28 when plugged into harmonic generator immediately prompted defective device remove from pt., we removed the device immediately and obtained another. Second reprocessed harmonic stryker har1136 lot 1696986 exp date 07/10/28 was then used surgical team observed prolonged and poor tissue sealing and this reprocessed harmonic alarmed remove instrument and clean tips even though there was no char on tips to clean. This product had poor tissue sealing and caused bleeding. Case transitioned to an open procedure.